Manufacturer narrative:
The returned sample was evaluated. The damage appears indicative of lens case related damage. Due to the absence of clinical solution on the returned sample, the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case while closing, lens damage may occur. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that upon inspecting an intraocular lens (iol) under the microscope, a defect was detected on the lens. A backup lens was used to complete the procedure. Additional information was requested.